Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that post a pvi procedure to treat af the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The procedure was completed successfully. It is unknown if blood was visible inside the catheter after error occurred. The device is not expected to be returned.